Event description:
It was reported that this right atrial (ra) lead was suspected to be exhibiting high impedances due to subclavian crush syndrome. It is noted that the referring physician suspected an insulation issue with the lead. At this time, no further information has been provided, and there is no evidence to suggest surgical intervention has occurred. This lead remains implanted and in service. No adverse patient effects were reported. A good faith effort will be submitted to obtain further information, including the model/serial and date of implant. Additional information: the field representative was unable to obtain any further information regarding this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was suspected to be exhibiting high impedances due to subclavian crush syndrome. It is noted that the referring physician suspected an insulation issue with the lead. At this time, no further information has been provided, and there is no evidence to suggest surgical intervention has occurred. This lead remains implanted and in service. No adverse patient effects were reported.